Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint can be verified. The insulin pump's electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to higher power consumption and heat generation is possible. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.

Event description:
Patient reported she has experienced hyperglycemia of up to 300 mg/dl for the past year. The infusion device has also had high power consumption, and she changes the battery immediately when w2 battery low warning appears. She delivered insulin via infusion device and pen as a correction, and she did not require treatment from a health care professional or second party to address the issue. She believes there is a connection between high power consumption and inaccurate insulin delivery of the infusion device. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.